Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the left anterior descending (lad) artery with mild tortuosity and no calcification. During post-dilatation, the indeflator gauge reached 28 atmospheres while inflating the balloon; however, the needle would not move past 28 atmospheres. The balloon would not inflate any further after reaching 28 atmospheres and the needle did not drop. It was stated that the indeflator was used several times without issues until it was used for post-dilatation. A new indeflator was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.